Event description:
During the coil embolization procedure for internal iliac artery prior to endovascular abdominal aortic aneurysm repair, it was noted that the physician could not detach a presidio coil (pc4182050-30/c17009) using an enpower control cable (ecb000182-00/c20514) although pressing the detachment button several times. Then, he replaced the cable for a new one (ecb000182-00, lot unknown) but the situation did not improve. And then, when the presidio was replaced for a new product (pc4182050-30, lot unknown), he was able to detach it with no further issues. During the procedure, same enpower detachment control box (dcb000005-00, lot unknown) was used with the products. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown how many coils were successfully placed during the procedure. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the products by visual inspection. Also no damages were reported on the devices after the event. Pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the vessel or in the echelon 14microcatheter (covidien (B)(4), type unknown). The vessel characteristic was not calcified or tortuous, and no patient was provided. The complaint products are going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure for internal iliac artery prior to endovascular abdominal aortic aneurysm repair, it was noted that the physician could not detach a presidio coil (pc4182050-30/c17009) using an enpower control cable (ecb000182-00/c20514) although pressing the detachment button several times. Then, he replaced the cable for a new one (ecb000182-00, lot unknown) but the situation did not improve. And then, when the presidio was replaced for a new product (pc4182050-30, lot unknown), he was able to detach it with no further issues. During the procedure, same enpower detachment control box (dcb000005-00, lot unknown) was used with the products. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown how many coils were successfully placed during the procedure. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the products by visual inspection. Also no damages were reported on the devices after the event. Pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the vessel or in the echelon 14microcatheter (covidien japan, type unknown). The vessel characteristic was not calcified or tortuous, and no patient was provided. The complaint products are going to be returned for evaluation. No additional information is available. The device positioning unit (dpu) failed electrical testing with resistance at 33.1 ohms and the enpower systems go green light failed to illuminate. The detachment fiber did not receive heat and melt. Applying compression to the resistive heating coil section caused the dpu to pass electrical testing with resistance at 50.4 ohms and the enpower systems go green light illuminated. The returned enpower detachment control cable (ecb) connecting cable (under pi 1- keezpd, lot c20514) was utilized for this test. The most likely contributing factor to the dpu passing the pre-deployment electrical test, but failing to detach inside the aneurysm may have been due to a fracture of the solder joint connection located inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. Additionally, it was noted that there were no damages noticed on the devices after removal from the package, and it is unknown when the damages occurred. In addition without the identification (lot number unknown) or the return of the enpower detachment control box (dcb) and the echelon 14 microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the foregoing information, there is no indication that corrective action is warranted at this time.